Manufacturer narrative:
Patient information requested and all available information is included. This report was filed by the MFR.

Event description:
Cardinal received a copy of the hosp's medwatch report (mw1036997) from the FDA. Per description: "patient was receiving magnesium sulfate and rec'd an unplanned bolus through the pump. Pt required monitoring, EKG monitoring and calcium gluconate." Despite multiple requests to risk mgmt, the pump was not sent back to cardinal for investigation.